Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the transvalvular regurgitation/central leak could not be determined. In addition to procedural factors (manipulation of the devices, post dilation of the valve), patient factors (severe valvular calcification, moderate aortic root calcification, horizontal aorta) may have contributed to the central leak. The subsequent deployment of a second sapien 3 valve corrected the central leak. The patient is in stable condition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in the intended 80:20 aortic/ventricular (a/v) position. Post valve deployment, the valve was post dilated with an additional 1ml of volume for the remaining paravalvular leak (pvl). Following post dilation of the valve, the diastolic blood pressure was low, around 20 mmhg. Due to suspicion of valve insufficiency due to the guidewire, the guidewire was pulled out of the left ventricle (lv); however, more than moderate transvalvular regurgitation remained. Because of the porcelain aorta and bulky native cusps, a ¿shadow¿ was cast on the annulus area and exploratory tee could not clarify if the valve leaflet was functioning properly. The tee did show blood regurgitation toward the lv. A frozen leaflet seemed to be unlikely since the systolic blood pressure was stable at 110 mmhg to 120 mmhg; however, aortography showed that the pigtail catheter was ¿sucked¿ into the lv at every diastole. A second 23mm sapien 3 valve was deployed into the initial valve. Following the valve in valve procedure, the diastolic blood pressure recovered to 60 mmhg. The patient was discharged on postoperative day (pod) 9. The valves remain implanted in the patient. The native annular diameter measured 22.5mm by CT. Severe valvular calcification and moderate aortic root calcification was reported. The sinus of valsalva (sov) diameter measured 25.0mm and the sinotubular junction (stj) diameter measured 24.0mm. Per medical opinion, it was unlikely that the issue was caused by a frozen leaflet since no acute transvalvular regurgitation with hemodynamic collapse occurred. Also, no device manipulation that could have possibly damaged the valve leaflets or the addition of extreme volume were performed. The cause of the transvalvular regurgitation could not be determined.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00885.